Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the wens (B)(4) found no anomaly. Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a trial patient. It was reported that during the trial, patient was unable to feel stimulation reading as if contacts were not connected. Connectivity check done multiple times during trial. Two leads were placed and testing was completed on the first (left) lead successfully but the right lead was showing there was a bad connection on part of the lead. Attempted testing on the part of the lead that was showing green and patient was unable to feel any stimulation. Switched ports on the wireless external neurostimulator (wens) and had similar results. Decided to change out the lead, attempted testing again experienced the same results switched out wens and there were still two contacts showing red but while using the other contacts patient could feel stimulation in desired location. Post-trial all contacts were green and rep was able to program patient successfully. He issue was resolved and the lead and wens were sent back. No further complications were reported/anticipated.